Event description:
"Balloon portion" of foley catheter missing after foley was "placed under tension".

Manufacturer narrative:
It was reported by the customer contact that, "foley that was placed under tension, however not completely removed. The rn assisting this patient attempted to deflate the balloon and removal foley and upon removal also discovered that the balloon portion was missing". It was reported that due to this, "bedside ultrasound to confirm retained foreign object and placement of new foley. As well urology irrigated the bladder to aid in flushing of the foreign object". It was reported "there was not any patient harm as a direct result of the catheter failure". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.